Event description:
The dealer states the 2 nuts on the right side back bolts that hold the back to the bracket have come right through the composite back. The holes have been reamed out due to the movement of the consumer.